Manufacturer narrative:
Internal file number: (B)(4). Date submitted: (B)(6) 2004.

Event description:
Upon removal of the PICC line from the patient, the line broke with a portion of the line remaining in the patient. Pressure was applied to the site. An x-ray was performed showing an opaque catheter with distal site at the level of the mid humerus and the catheter extending into the axillary vein. A second x-ray was obtained prior to the procedure showing the tip of the catheter transversing the axillary vein and ending approximately at the junction of the axillary and subclavian veins. The patient was transferred to another facility to have the catheter removed. It was reported that the portion of the catheter that broke off inside the patient is still inside him. He is home and there is no plan to try and remove the catheter at this time.